Manufacturer narrative:
We have not received the complaint device for evaluation since the device has been discarded by the hospital. Hence, we could not conclusively determine the root cause of the defect. Our lot history record review for this lot number did not reveal any discrepancies related to the complaint event either in the manufacturing or the packaging processes. Please note that we do conduct 100% inspection of the blade assembly during the manufacturing process. Our quality control also samples these devices before final packaging to ensure proper blade adjustment. It is likely the blade or the centering hoop was damaged during the procedure influenced by patient's anatomy/condition since the device was found to be operational during preuse check. Surgeon was able to maneuver the device back and forth and remove it from the patient's vessel without any injury.

Event description:
Surgeon was unable to completely reseath the blades of the valvulotome back into its housing during the procedure. As a result, the vessel got caught on a side branch.